Event description:
The device was used during a total gastrectomy procedure. The instrument was difficult to open. The surgeon manually manipulated the device off tissue without incident. Another instrument was aplied to complete the procedure.